Event description:
Boston scientific crm received information that this pacing system was removed due to infection. It was noted that the infection was a result from something in the hosptial.

Manufacturer narrative:
Due to the nature of the clinical observations, analysis would not be required should this product get returned.